Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient and about 5-6 hours after the iab was placed, the perfusionist noted the iab ruptured. As a result, the iab was immediately removed. The patient arrived in severe cardiogenic shock and was placed on extracorporeal membrane oxygenation (ECMO). The patient continued to be supported on ECMO for another day, and vasopressor support through the rest of the day. The perfusionist also stated that the patient was already in multi-organ system failure when the iab ruptured and that the patient's demise was related to the multiple issues going on. Later, support was totally withdrawn and the patient subsequently, passed away. There was a report of patient death. (B)(6) (perfusionist) made the medical judgement that the device did not cause or contribute to the patient's death. The perfusionist also, stated that patient demise was unrelated to the iab rupture, and that the patient was quite far gone by the time the event happened.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. Additionally, the returned iab bladder was found withdrawn through the teflon sheath. The IFU states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." An in-service has been requested to reiterate the instructions for use (IFU) to the customer. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Concomitant medical product: (ECMO) qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient and about 5-6 hours after the iab was placed, the perfusionist noted the iab ruptured. As a result, the iab was immediately removed. The patient arrived in severe cardiogenic shock and was placed on extracorporeal membrane oxygenation (ECMO). The patient continued to be supported on ECMO for another day, and vasopressor support through the rest of the day. The perfusionist also stated that the patient was already in multi-organ system failure when the iab ruptured and that the patient's demise was related to the multiple issues going on. Later, support was totally withdrawn and the patient subsequently, passed away. There was a report of patient death. (B)(6) (perfusionist) made the medical judgement that the device did not cause or contribute to the patient's death. The perfusionist also, stated that patient demise was unrelated to the iab rupture, and that the patient was quite far gone by the time the event happened.